Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD), and right ventricular (rv) lead were extracted in order to treat the patients bacteremia. The device and lead will be replaced at a future date. No further patient complications have been reported as a result of this event.